Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. It is unknown if the device will be returned for testing and evaluation.   Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the distal area of a .018 x 300cm sv straight tip peripheral steerable guidewire (pgw) was frayed. There was no reported patient injury. The situation didn't progress in the unknown support catheter. The device is expected to be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the distal area of a .018 x 300cm sv straight tip peripheral steerable guidewire (pgw) was frayed. There was no reported patient injury. The situation didn't progress in the unknown support catheter. Additional procedural details were requested but not provided. The device was not returned for analysis. A product history record (phr) review of lot 35260716 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Based on the information provided, it is not possible to draw a clinical conclusion between the device and the reported event. Without the return of the device for analysis, the reported customer event ¿distal tip-wires-frayed/split/torn¿ could not be confirmed and the exact root cause could not be determined. Procedural/handling factors may have contributed to the reported event. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for signs of damage. Do not use a guidewire that shows signs of damage. Never push, auger, withdraw, or torque a guidewire that meets resistance. Stop the procedure. Do not move or torque the guidewire. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torquing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur.¿ neither the phr review nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A guidewire (pgw .018 sv inter 300cm st) was received inside a plastic bag. The part was unpacked in order to proceed with the product evaluation. During the visual inspection, an unravel condition was found at the soft tip of the guidewire. No other anomalies were observed. The soft tip area was magnified with a vision system to perform the evaluation. As a result of this inspection the unravel condition was confirmed and no damage was observed at the core wire. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: the distal area of a .018 x 300cm sv straight tip peripheral steerable guidewire (pgw) was frayed. The situation didn't progress in the unknown support catheter. There was no reported patient injury. Additional procedural details were requested but not provided. A guidewire (pgw .018 sv inter 300cm st) was received for analysis. During the visual inspection, an unraveled condition was found at the soft tip of the guidewire. No other anomalies were observed. Per microscopic analysis, the unraveled condition was confirmed on the soft tip and no damage was observed on the core wire. A product history record (phr) review of lot 35260716 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿distal tip-wires- frayed/split/torn¿ was not confirmed since no frayed condition was observed at the tip. However, an unraveled condition was found on the soft tip. Procedural/handling factors such as the user¿s interaction with the device may have contributed to the unraveled condition. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for signs of damage. Do not use a guidewire that shows signs of damage. Never push, auger, withdraw, or torque a guidewire that meets resistance. Stop the procedure. Do not move or torque the guidewire. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torquing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur.¿ neither the phr review nor the product analysis suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.